Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted in describe event or problem, during the device evaluation, it was discovered that no image was being produced due to a damaged cable. Additionally, the insulation was also damaged so that moisture could penetrate. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus camera head because it was producing a poor quality image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that a damaged cable was causing no image to appear at all. This report is being submitted to capture the unit producing no image during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 02-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged cable could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.